Manufacturer narrative:
Unit received with constant motion sensor test failure alarm followed by motor error alarm during rewind test due to motor encoder out of phase. Unable to confirm motor position encoder error alarm and complete functional test due to motor error alarm. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The customer stated that they went through magnetic resonance imaging. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.